Event description:
During a coronary stent procedure, the physician experienced difficulty advancing the delivery/stent device on the wire. Upon removal stent damage was noted. No pt injuries or complications were reported.